Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level at the time of hospitalization was over 600mg/dl. Customer also reported having a bent cannula. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.